Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting taking place in september 2015 (case# FDA-2014-n-0736-0837, awareness date 27-aug-2015). It refers to a female consumer of unspecified age in united states who had essure (fallopian tube occlusion insert) inserted in 2013. Consumer reported that she suffered for two years with side effects from the essure. According to her, before getting the essure she was a very healthy woman, once she got the essure she was in and out of doctors trying to figure out what was going on with her body. It caused her to be borderline diabetic and her liver was failing. She also broke out with acne all over her face (which was really painful). She put on a lot of weight and had her period for three out four weeks a month. Her periods included golf ball size blood clots that would double her over in pain. She had no energy to go to work or take care of her family. On 20-aug-2015, she got essure removed and states that she immediately felt better. Ptc investigation result was received on 20-sep-2015. This adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: ptc global number (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical events is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had periods for three out four weeks a month with golf ball size blood clots after essure (fallopian tube occlusion insert) insertion. She was submitted to a hysterectomy with improvement. Additionally, she reported her liver was failing. Only liver failing is unlisted according to essure's reference safety information. After essure insertion abnormal genital bleeding and menses pattern changes may occur. In this case, limited information was provided. Nevertheless, considering the event started after essure insertion and improved with device removal; causality with the suspect insert cannot be excluded. Regarding the remaining event, given its nature and considering essure local action in fallopian tubes; causality is considered unlikely. In addition non-serious events were reported. This case was regarded as incident, since device removal was required (hysterectomy performed). The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. No active follow-up will be pursued, as this case was identified during health authority website monitoring.

Manufacturer narrative:
After internal review on 24-sep-2015, the reported event broke out with acne all over face which was painful was split and the meddra pt painful skin was added. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had periods for three out four weeks a month with golf ball size blood clots after essure (fallopian tube occlusion insert) insertion. She was submitted to a hysterectomy with improvement. Additionally, she reported her liver was failing. Only liver failing is unlisted according to essure's reference safety information. After essure insertion abnormal genital bleeding and menses pattern changes may occur. In this case, limited information was provided. Nevertheless, considering the event started after essure insertion and improved with device removal; causality with the suspect insert cannot be excluded. Regarding the remaining event, given its nature and considering essure local action in fallopian tubes; causality is considered unlikely. In addition non-serious events were reported. This case was regarded as incident, since device removal was required (hysterectomy performed). The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. No active follow-up will be pursued, as this case was identified during health authority website monitoring.